Event description:
It was reported that two weeks prior to the date of the report the patient had a biopsy done and they hit a wire. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 74002, lot # n385390, implanted: (B)(6) 2014, product type adapter; product ID 748925, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3587a, lot # n26037a, implanted: (B)(6) 2002, product type lead; product ID 3986ilc, lot # n25967, implanted: (B)(6) 2002, product type lead. (B)(4).